Event description:
It was reported that the rotawire was stuck on the burr. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid and ostial right coronary artery. A 1.75mm rotapro and rotawire were selected for use. During the procedure, after four rotablation runs, it was noted that the catheter drive shaft sheath became detached about 15cm from the handle inside the guide catheter. The catheter could no longer be moved independently of the rotawire. The entire system was removed in one piece and replaced with another of the same device. Further rotablation was successful and without complications.

Manufacturer narrative:
The returned device consisted of the rotawire. The rotawire was returned with the rotapro catheter and was not able to be removed. A microscopic analysis of the device showed that the spring tip was bent and kinked. Analysis of the returned device concluded that the rotawire returned with the rotapro loaded on it and it cannot be removed. This kind of failures can be attributable to factors that can be found during procedure with the interaction between both devices, as well as operational factors such as handling/technique at the moment to manipulate both devices. Regarding the observed bending/kinking of the spring tip. This failure can be also attributable to procedural factors such as handling/technique, since the spring tip is a sensitive part, and any pressure or force applied to it can result in damages such as the observed during the product analysis. This investigation has been assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that the rotawire was stuck on the burr. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid and ostial right coronary artery. A 1.75mm rotapro and rotawire were selected for use. During the procedure, after four rotablation runs, it was noted that the catheter drive shaft sheath became detached about 15cm from the handle inside the guide catheter. The catheter could no longer be moved independently of the rotawire. The entire system was removed in one piece and replaced with another of the same device. Further rotablation was successful and without complications.